Manufacturer narrative:
(B)(4).additional information: batch # m9399c. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, after some activation, the distal end of the white pad detached. No error message displayed. The piece didn't fall into the abdomen, the piece was discarded. No patient adverse events have been reported. It is unknown what was used to complete the procedure.